Event description:
It was reported that the customer was hospitalized due to high blood glucose. Troubleshooting was performed. It was stated when the customer did deliver a bolus, but alarmed no delivery during the next bolus. Advised the caller to remove the infusion set from the body and perform a fill tubing test, but the insulin pump continued alarming no delivery. It was stated that the caller requested a replacement of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.